Event description:
The core impaction drill was sent in for eval because it was smoking during a procedure. No adverse event was reported. The procedure was completed with a readily available replacement device without any clinically significant delay.